Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown liner, lot #: unknown, item #: unknown, unknown m/l taper stem, lot #: unknown, item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01972.

Event description:
It was reported the patient underwent a left tha. The patient was revised over fourteen years later due to elevated ions. Her cobalt level is currently as high as it's ever been. Head was removed and staining was seen on the neck. There was also black staining inside the femoral head. The liner was also removed and was damaged upon removal. A new trilogy liner and biolox head were re-implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; b6; b7; d10; g2; g3; h2; h3; h6. D10: 00630505032- liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells- unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 14 years post implantation due to elevated metal ions. During the revision adverse local tissue reaction, corrosion, and osteolysis were discovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of radiographs, photos and device examination. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual review of the head shows dark areas on the flat surface around the taper hole. Taper hole shows dark foreign debris. Spherical surface shows bio debris. No other damage was noted. The head was subject to sem/eds analysis, however quantitative analysis might have been subject to small, but difficult to quantify, errors due to geometric constraints. Sem examination revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Axial wear or corrosion marks were also visible on the taper surface. Eds analysis revealed biological material, cocrmo substrate material which is possible evidence of corrosion, and titanium possibly transferred from the taper. Radiographs indicate metallosis, corrosion, and associated findings would be better represented on CT or MRI. Black staining on implants confirmed in intraop pictures provided in the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records that were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to elevated metal ions. Corrosion was found at the base of the head, and altr within the joint. Osteolysis was found in the femur. The shell was stable, and the neck was cleaned of debris. A new zimmer liner and head was placed with no complications. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.